Event description:
It was reported that the clinical trial patient, (B)(6) was experiencing inadequate stimulation due to lead migration. The leads were explanted prior to the scheduled lead pull and the patient is expected to be re-trailed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7136405.